Event description:
Scd machine died mid case. Machine was not turned on in preop until or circulator turned them on. Once we got back into the or they started to beep so we plugged them in. At the end of the case the machine was found completely dead. At some point during the surgery they turned off without beeping to let us know even when plugged in the entire time. Machine was cleaned and taken out of service with a work order put in. Unsure how long the machine was off.